Event description:
It was reported that during a lap cholecystectomy, the clip was malformed on the first firing. Used another like device to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.